Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the reported malfunction of screw missing was confirmed. The likely cause of failure could be corrosion inside the tube. It was also noted that the bearings were missing and attachment markings were vague. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the screw was missing. It was reported that there was no patient involvement. Additional information was received stating that bearings were missing which was found during evaluation.